Event description:
During a programming history review on (B)(6) 2012, it was reported that a faulted diagnostic occurred on (B)(6) 2002. This resulted in a change in settings. The settings were not corrected until (B)(6) 2002. No adverse events have been reported as a result of this issue.

Manufacturer narrative:
Analysis of programming history.